Event description:
In 2008, left lumbar hernia and left abdominal wall spigelian hernia surgery with proceed meshes. Symptoms included continued left lumbar swelling and pain and continued left abdominal pain of soreness, tenderness, bulging, burning, tearing, extreme mesh sensation and numbness. In early 2009, recurrent left lumbar hernia surgery due to mesh shrinkage/hospitalization. Symptoms continue with left abdominal pain of soreness, tenderness, bulging, burning, tearing, extreme mesh sensation and numbness. Dose or amount: 10 x 15 cm.10 x 15 cm. Frequency: left lumbar. Left abdomen. Dates of use: 2008. Diagnosis or reason for use: hernia repair - lumbar. Hernia repair - abdomen.